Event description:
It was reported that: "8.0 tube had delayed cuff that blew. The issue was identified 24 hours post insertion. The patient was re-intubated. The patient's condition was reported as stable but guarded. There was no desaturation." Associated complaints 3003898360-2024-01503 and 3003898360-2024-01504.

Manufacturer narrative:
Qn#(B)(4). Full UDI is not available as the lot# was not provided by the customer. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.